Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was able to be successfully downloaded with ez manager software. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked and audio bolus button was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, "the pump had malfunctioned and was unable to send data to their computer and the screen was not reading correctly&#56224;reportedly, the patient was treated in the emergency room because the wrong amount of insulin was applied. Further information was not given and the reporter could not be reached for additional information.